Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 140 mg/dl at the time of call. The customer treated her low blood glucose with food. The customer's spouse stated that she gave her husband 45 carbohydrates and the blood glucose dropped to 35 mg/dl then gave her husband 24 carbohydrates and blood glucose was 38 mg/dl. The customer's spouse stated that they took off the insulin pump from her husband. The customer's spouse performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.